Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an open reduction, internal fixation of a right trimalleolar ankle fracture and an orif of the syndesmosis to treat right trimalleolar ankle fracture. Postoperatively, there was a loss of fixation of the implant with recurrent syndesmotic widening. The procedure and patient outcome were unknown. No further information is available. This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Product complaint (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: background: it was reported that on an unknown date, the patient underwent an open reduction, internal fixation of a right trimalleolar ankle fracture without fixation of the posterior lip and an orif of the syndesmosis to treat right trimalleolar ankle fracture. Postoperatively, there was a loss of fixation of the implant with recurrent syndesmotic widening. The procedure and patient outcome were unknown. No further information is available. 2/15/2021: updated event description. This complaint involves three (3) devices. H3, h4, h6: device history lot, part number: fgs-1000, lot #: unk. DHR was not performed due to unknown lot number. Investigation flow: adverse event (no reported product problem). Visual inspection: the fibulink syndesmosis repair kit/ss (p/n: fgs-1000, lot #: unk) was returned and received at us cq. Upon visual inspection, it was observed that only the tensioning cap (pn-1000-04), fibula link (pn-1000-03) and the tibial screw, ss (pn-1000-01) from the kit were returned. The foreign material (could potentially be bone cement/bone fragments) was observed inside the tibial screw shaft which could be removed and has no impact on the device functionality. No other issues were identified with the returned devices. No product issues/defects identified. Investigation conclusion: the complaint condition was not confirmed for the fibulink syndesmosis repair kit/ss (p/n: fgs-1000, lot #: unk). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.